Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a mmprt procedure, the upper jaw of the firstpass mini broke and fell off into the joint. All broken pieces were removed from the patient. The procedure was successfully completed with two hours of delay using the same device. No other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Therefore, the root cause of the reported failure could not be definitively determined. Based on the information provided, all the broken pieces were removed from the patient. According to the report, the procedure was successfully completed a with two-hour delay using the same device. Since no other patient complications were reported, no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: 1) excessive force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.